Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient in a clinical study with an implantable neurostimulator (ins). It was reported that there was high impedance with some electrodes per op note and programming report, but the patient was not using those contacts, so no further action was taken. It was noted that the patient was asymptomatic. The event was ongoing with no further action as the lead contacts were not being used for the patient¿s programming. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-45, serial#: (B)(4), implanted: (B)(6) 2009: product type: lead. Product ID: 3778-45, serial#: (B)(4), implanted: 2(B)(6) 2009: product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that the cause of the high impedance with some electrodes was not determined. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was reported (the initial reporter information was provided).

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was noted that the entire system was explanted; however, it was corrected that no actions were taken and the event was ongoing and unresolved with no further action planned as the patient was not using the contacts with high impedance. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the leads were tested for integrity and all lead contacts except two had normal impedances; the two leads had high impedances, electrodes #8 and #10 were non-functional. It was noted that the event was possibly related to the device or therapy and not related to the implant procedure. These contacts were not being used in programming and the patient does not use them. The outcome of the event resolved without sequelae as of (B)(6) 2016. No further complications were reported/anticipated.